Manufacturer narrative:
(B)(4). G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a right hip revision approximately fifteen years post implantation due to a fracture of the liner. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned; however, pictures were provided and reviewed. Visual examination of the provided pictures identified that the rim of the liner had fractured. The device was covered in bio-debris. No further evaluation can be made. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the fractured liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.